Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarms noted. It was unable to perform operating currents, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests due to unresponsive buttons. Device had stripped battery cap coin slot, minor scratches on lcd window, cracked case at display window corners, case at reservoir tube window corners and belt clip slot. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the she jumped into the pool wearing the insulin pump and then it alarmed button error. Blood glucose value was unknown. The customer called back a few hours later to report receiving a battery out limit which could not be cleared. Blood glucose value was 355 mg/dl; treated with manual injection. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.